Event description:
Philips received a complaint on the dfm100 defibrillator/monitor indicating that the operational check is failing. There was no patient involvement. Results of functional testing indicate the processor assembly and som pca assembly need replaced. Once replaced, the device will be fully functional. The device remains at the customer site. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.